Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was experiencing dizziness. Her cgm was reading high mg/dl. No bg comparison done at this time. Due to the patient¿s symptoms, the patient¿s daughter called 911. Once the paramedics arrived, the cgm was still reading high mg/dl while the bg meter was reading 40 mg/dl. The paramedics treated the patient with IV glucose. The patient also drank some orange juice. The paramedics transported the patient to the emergency room where she was observed for a few hours and discharged home later the same day. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.